Event description:
It was reported that since implant, there was no rate response seen on the device because the implant detection was still on. The implant detection was turned off which started rate response working right away. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.